Event description:
It was reported that the pacemaker was in telemetry lockout due to sending too many at/af alert remote transmissions. After 20 minutes of trying to connect the device to the programmer, programming changes were performed. The patient was in stable condition.